Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan in late 2008 and alleged that his one touch ultra meter (serial number not provided) was displaying the error 2 message. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred the same day. The pt was unable/unwilling to answer what actions he took following the product issue, and if/which symptoms he experienced due to the product issue. He did report that he received insulin treatment from the healthcare professional. The pt did not provide further information since he had to disconnect the call to contact the paramedics. It is unclear as to when the insulin treatment was provided. At the time of troubleshooting, it was verified that it was not a new product. The pt's testing technique was reviewed to be incorrect (use error). The condition of the test strips was good. However, the pt was unable/unwilling to answer if the alleged issue was resolved with a retest. Although it is not clear if the pt experienced any symptoms due to the product issue and if he took any actions based on the product issue, this complaint iis being reported because the pt claimed to have received insulin treatment from a healthcare professional and that he was hospitalized after the product issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.